Event description:
During the procedure the pt developed cardiac tamponade. Pt underwent full cardiac arrest and required advanced life support, resuscitation and later passed away due to acute cerebral edema. Conclusin, according to dr. (Cardiologist), is that the cardiac arrest resulted from severe cardiac tamponade.